Event description:
A customer reported an altitude alarm indicated by the pump. There was no adverse impact to the customer's blood glucose level. The customer did not regularly clean the speaker holes on the pump, which could trigger the alarm due to debris buildup. Acknowledging this, the customer was informed by technical support on how to prevent future altitude alarms. No insulin suspension was necessary, and the customer continued with their original insulin cartridge.